Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73g1900644 was manufactured on 07/23/2019 a total of (B)(4) pieces. Lot was released on 07/30/2019. DHR investigation did not show issues related to complaint. The customer returned one clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip had a broken pierced boss and the inner hinge was broken. The clip appears used as there is biological material present on the clip. A r & d engineer was consulted for this complaint. According to r & d, the root cause could not be determined since the applier or cartridge were not returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time as the root cause could not be determined since the applier or cartridge were not returned. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose clip was returned. The clip had a broken pierced boss and the inner hinge was broken. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. A r & d engineer was consulted for this complaint. According to r & d, the root cause could not be determined since the applier or cartridge were not returned.

Event description:
It was reported that on (B)(6) 2020 in hepatobiliary surgery the bosses of 2 clips were found damaged during preparing for laparoscopic cholecystectomy prior to the patient. Opened a new cartridge and 1 clip has same issue; clip was found damaged. No harm to the patient.

Manufacturer narrative:
(B)(4). From the pictures it was confirmed the defect reported by the customer "broken/detached parts - clip - boss". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production p/n 544243 hemolok l clips 3/cart 42/box, lot #73g2000133, the samples were visually inspected and issue reported "broken/detached parts - clip - boss" was not observed in the current manufacturing process. The device history review for the product hemolok l clips 3/cart 42/box lot# 73g1900644 investigation did not show issues related to complaint. Failure mode "broken/detached parts - clip - boss" could be confirmed with the picture provided, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020 in hepatobiliary surgery the bosses of 2 clips were found damaged during preparing for laparoscopic cholecystectomy prior to the patient. Opened a new cartridge and 1 clip has same issue; clip was found damaged. No harm to the patient.